Event description:
Per the article, 'dexmedetomidine for sedation during hematopoietic stem cell harvest apheresis and leukapheresis in the picu: guideline development', continuous mononuclear cell (cmnc) collection protocols were used on high-risk pediatric patients who required sedation for hematopoietic stem cell (hsc) harvest apheresis procedures. A guideline was developed to provide a standardized sedation plan for the high-risk patients requiring hsc or lymphocyte apheresis in the picu with the use of dexmedetomidine. Prior to apheresis, these patients all have central venous access either with their existing central venous catheters, ports, or require placement of an apheresis catheter (cvl), in interventional radiology (ir). One patient had to extend the collection slightly due to disruption from platelet clumping to ensure quality of product collection, another patient required 0.5l supplemental oxygen via simple nasal cannula for desaturation to the 80s. Pre-guideline, one patient experienced hypotension and required epinephrine, IV fluid bolus, electrolyte replacements and halting of the apheresis procedure until the following day. Three patients required second or third days in the picu for repeat sedated apheresis while no repeat apheresis occurred after guideline implementation. Clotting complications were found in all patients with 7 f cvl placed in ir (2 pre and 2 post) which either delayed initiation or paused the apheresis. Either tissue plasminogen activator (tpa) or rewiring to 8 f cvl was needed to complete apheresis. Specific details for each patient are not provided in the article, therefore this report is being filed as a summary of events. The disposable sets are not available for return for analysis.

Manufacturer narrative:
Lot number and expiry are not available at this time. Investigation is in process, a follow-up report will be provided. Article citation: magner k, mikhailov t, simpson p, et al. Dexmedetomidine for sedation during hematopoietic stem cell harvest apheresis and leukapheresis in the picu: guideline development. Transfusion and apheresis science. 2022. (B)(4).

Event description:
Per the article, 'dexmedetomidine for sedation during hematopoietic stem cell harvest apheresis and leukapheresis in the picu: guideline development', continuous mononuclear cell (cmnc) collection protocols were used on high-risk pediatric patients who required sedation for hematopoietic stem cell (hsc) harvest apheresis procedures. A guideline was developed to provide a standardized sedation plan for the high-risk patients requiring hsc or lymphocyte apheresis in the picu with the use of dexmedetomidine. Prior to apheresis, these patients all have central venous access either with their existing central venous catheters, ports, or require placement of an apheresis catheter (cvl), in interventional radiology (ir). One patient had to extend the collection slightly due to disruption from platelet clumping to ensure quality of product collection, another patient required 0.5l supplemental oxygen via simple nasal cannula for desaturation to the 80s. Pre-guideline, one patient experienced hypotension and required epinephrine, IV fluid bolus, electrolyte replacements and halting of the apheresis procedure until the following day. Three patients required second or third days in the picu for repeat sedated apheresis while no repeat apheresis occurred after guideline implementation. Clotting complications were found in all patients with 7 f cvl placed in ir (2 pre and 2 post) which either delayed initiation or paused the apheresis. Either tissue plasminogen activator (tpa) or rewiring to 8 f cvl was needed to complete apheresis. Specific details for each patient are not provided in the article, therefore this report is being filed as a summary of events. The disposable sets are not available for return for analysis.

Manufacturer narrative:
It has been determined that the event submitted on this report is a duplicate of the event submitted on report 1722028-2022-00305. Article citation: magner k, mikhailov t, simpson p, et al. Dexmedetomidine for sedation during hematopoietic stem cell harvest apheresis and leukapheresis in the picu: guideline development. Transfusion and apheresis science. 2022. (B)(4).